Event description:
End user, who has used product for 9 months, reports 'itchy, red, shiny skin' located around the stoma to the left lower quadrant under wafer's tape border. End-user describes the rash as having 'dips and valleys' and that fecal matter accumulates frequently under mass.

Manufacturer narrative:
The event as described is deemed a serious injury. From a preliminary clinical perspective, a casual relationship between the s4s/sur-fit natura 2 pc - 2 pc durahesive (sh) acrylic collar moldable wafer and this event is deemed possible because the product used is temporally associated with the skin where the problem occurred. According to end-user, the area is cleaned with adhesive remover wipes then washed with antibacterial soap and water. The reporter states he has been using maalox on skin since it began itching. The area is rinsed and dried then left open to air for 1 hour, he puts maalox on skin, then applies a protective barrier wipe. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.